Event description:
Information received by medtronic indicated that, during a cryoablation procedure, the user received a coaxial animation icon on the console screen prior to ablation, which indicates a high baseline flow. In addition, the console's low pressure gauge was noted to be pegged. The cryoablation procedure was completed, and there were no patient complications. Reportable based on investigation completed (B)(4) 2014.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site, and the reported issues (pegged gauge and coax animation) have been confirmed. The console failed the inspection due to a defective low pressure regulator and pegged low pressure regulator gauge. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.